Event description:
Caller reported a cartridge alarm 20. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support resolved the issue by sending a replacement pump with updated software to the customer and provided instructions for returning the problematic pump, which the customer acknowledged and understood. The customer will use multiple daily injections as a backup therapy to ensure insulin delivery continuity.